Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/8/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that four packets that pertains to product code f2423 were returned for analysis. Upon initial inspection, of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area were noted to be as expected. The sutures were examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment, and the pull force results were above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/25/2023 h6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Please clarify did the event occur during one or multiple procedures? If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). 2. Please clarify how many devices was defective in this single procedure. 3. Please clarify if there were consequences for the patient. 4. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The needle of the sutures pulled off easily, or even when the needle was taken by the needle holder, the needle already pulled off. No patient consequence. The customers was using twice as many devices as they should for the same result and the same number of procedures: tens of times. 10 others complaints will be opened: (B)(4) to (B)(4) and (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2023-08132, 2210968-2023-08133, 2210968-2023-08134, 2210968-2023-08135, 2210968-2023-08137, 2210968-2023-08138, 2210968-2023-08140, 2210968-2023-08141, 2210968-2023-08142, 2210968-2023-08144, and 2210968-2023-08145.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle pulled off from the thread, sometimes at the opening of the box, sometimes during use. There were no patient consequences reported. Additional information was requested.